Event description:
The customer reported the device failed to boot and the laser centering device failed to operate properly. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and laser aimer were replaced. The system was then found to be operating as intended.